Event description:
It was reported that the pt underwent hardware removal for severe inflammatory response symptoms two to three years post-op. It was discovered that the rod "appeared to be rusted and/or corroded" after explanation. Reportedly fusion had occurred.

Manufacturer narrative:
The product was discarded by the hospital. With the available info, a cause or contributing factor cannot be identified.